Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. The boot vent hole was checked and went completely through the boot wall, as intended. There were numerous kinks throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range with no issues or alarms; however, the shaft was leaking at a severe kink 28.25cm distal of the strain relief. The shaft was microscopically examined and a hole in the shaft was revealed. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on 19 mar 2018. It was reported an error message displayed, priming failed, and the pump leaked saline. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the left iliac vein. During preparation outside the patient, an error message stating "the saline was filled" displayed after 10 seconds of priming. The system was reset twice, but the issue persisted and an error message stating "perseverative error. Please replace the device" displayed. The catheter could not complete prime. There catheter was leaking with saline visible under the pump. The procedure was completed with anther of the same device. The patient was stable without any complications. Device analysis found a hole on the shaft.